Event description:
It was reported that the subject device had lose coupler. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler is not secured properly and a leak a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is the coupler is not secured properly, a leak due to the crack. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.